Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore the device was not requested for evaluation and a batch review will not be conducted.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found a system error 2240 in the patient logs that occurred on (B)(6) 2010 during last fill.

Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the event logs of the hc device. Not enough data is available within the complaint to identify root cause. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).